Event description:
A fax was received on june 30, 2006 from the international agency requesting incident evaluation report or an event that had not been reported to integra. In 2005, an integra lumbar catheter catalog number 910-121 and a csf external drainage set, vygon, were placed in the or. About one week later, the system disconnected at the luer connector level. A csf leak occurred. The csf drainage set was changed on the next day. The patient infection risk was increased. The hospital stay was prolonged. The hospital notified the afssaps on november 29, 2005.

Manufacturer narrative:
An investigation has been initiated based upon the reported information.